Event description:
(B) (4). Same case as MFR# 2134265-2010-00470. It was reported that post a coronary drug-eluting stenting treatment procedure, the patient experienced chest pain. Access was obtained through the right radial artery. The 80% stenosed, 2.75x14mm target lesion was located in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.25x16mm maverick balloon inflated to 8atms/10sec. After pre-dilation, the stenosis was reduced to 40%. Next, a 16x2.75mm taxus liberte stent delivery system (sds) was advanced to the lesion and the stent was deployed at 14atms/27sec. There was 0% residual stenosis and timi 3 flow. During the index procedure the patient was administered the following: heparin or other anti-thrombin, aspirin, clopidogrel. The patient was discharged on aspirin and clopidogrel, beta blockers, statins and diabetic medication. During a follow up appointment nine months later, it was noted that the patient was no longer taking antiplatelet medications. Three years and five months later after the index procedure, the patient was hospitalized for non-cardiac atypical chest pain. They were treated with medication and discharged the next day. Three months later, the patient was again admitted with non-cardiac atypical chest pain. They were treated with medication and discharged two days later. Per the physician, the angina pectoris is not related to the stent

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were received and indicate the device met all material, assembly, and performance specification prior to shipment. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. Device ot returned for analysis.